Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the surgeon reportedly has had granulomas and hypertrophic scarring and has done scar revisions in her office. This suture reportedly spits, needles are weak, bend and tips break, and needle detach. No specific case was reported and no further details are available from this customer.